Manufacturer narrative:
The device history records for the reported syringe lot were reviewed and no quality deviations were noted. No previous complaints have been reported on this syringe lot. As the sample was discarded by the hosp, no device analysis was possible and the root cause of the reported event is unable to be determined. All syringes are subjected to multiple inspections during the production process including visual inspections of the piston stopper for defects, damage and correct placement. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
As reported, during an angiographic procedure, when pulling back on a control syringe, at the 8-9ml mark, an air bubble appeared on the stopper of the syringe plunger. The device was replaced. There was no air injection or pt injury. The used device was discarded by the hospital.